Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had recently been hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of admission was over 900 mg/dl. The customer reported that she ate something that disagreed with her, and became progressively sicker over three days. Customer reported that she began to vomit, then called paramedics. The customer stated that she was wearing the insulin pump at the time of the paramedics' response, and that she was hospitalized for two to three days. Blood glucose level at the time of the call was 338 mg/dl, which the customer reported was high, as she had consistently been below 200 mg/dl. During a follow up call, the customer reported that she had been experiencing low blood glucose levels for two weeks to a month leading up to the call. Blood glucose level at the time of the incident was 13 mg/dl. Blood glucose level at the time of the call was 98 mg/dl. Troubleshooting showed that the insulin pump was working as designed.